Event description:
It was reported the subject device had error code e107. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the failure of the light-emitting diode (led) light source unit and light-emitting diode (led) light assembly failure. Based on the investigation results, it is likely scope communication error code (e107) occurred due to failure of the light-emitting diode (led) light source unit. The most probable cause of failure of the light-emitting diode (led) light source unit, light-emitting diode (led) light assembly failure was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.